Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the error log. When turning on the analyzer, the fse could see the stepper motor cup pickup z-axis vibrating. The fse replaced the motor, performed adjustments and lubricated the x, y and z axis. In addition, the fse tightened the screws on the power strip and adjusted the power supply to 5v. The resolution was verified by successfully running controls. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The aia-900 operator's manual, section 12: flags and error messages, states the following: [4153] c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause was due to mechanical failure of the stepper motor cup pickup z-axis, component failure.

Event description:
A customer reported 4153 c. Trans-z home overrun error on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The stepper motor cup pickup z-axis was returned to tosoh instrument service center (isc) for investigation. No visual damage to the returned part was identified. Functional testing was completed on the returned part using a power supply and load setup. The power supply was verified to match the motor¿s voltage and current specifications. The motor was run at its rated speed and load conditions, with step rate (frequency) gradually varied to assess its response across the speed range. During testing, synchronization loss was observed at high step rates, indicating skipped steps. In addition, heat generation was detected under mechanical stress, leading to performance degradation and position misalignment. The motor fails to maintain synchronization, resulting in skipped steps and performance degradation. Isc confirmed the failure of the stepper motor cup pickup z-axis.